Manufacturer narrative:
The probe and dispense check valve malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported inconsistent staining between slides for the same antibody on the same run. Issue was attributed to probe lines being emptied of liquid buffer in the z-head. Field service engineer repaired the probe and replaced the dispense check valve. No indication of a delay in diagnosis.